Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not returned for evaluation. No replacement product needed at this time. Customer was educated about proper technique. Most likely underlying root cause: mlc-62-user had poor technique. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure the customer's condition since the initial call and that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all results obtained. The expected fasting blood glucose test result range is 150mg/dl. The customer did report symptoms of headache and extreme thirst. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification in the dining room/ living room. During the call on (B)(6) 2018, a blood test was performed fasting by the customer and produced test results of 183mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 07/29/2019 and open vial date is one month ago. The meter memory was reviewed for previous test result history: (date/time not stored correctly) (B)(6). Customer stated that strips are stored in the dining room/living room but was using alcohol pads when testing. Educated customer on the proper technique and hand washing.